Event description:
According to the reporter, during a procedure, the thread broke while on closure. A new suture was used without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.